Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/31/2023, it was reported by a sales representative via sems-06019754 that an ar-12990 knee scorpion was struggling to get through the meniscus, and the tip of the needle broke off and was retrieved. A second needle was used, and it broke off inside and became stuck. This was discovered during an unspecified procedure, with with no patient harm. Additional information received on 9/11/2023: this was discovered during a meniscal root repair procedure on (B)(6)2023. The second needle broke inside the scorpion with no fragments lost inside the patient. The case was completed utilizing the suture passing needle and a fibersnare. The surgeon fed the needle up the bone tunnel and penetrated the meniscus. There was no reported delay in the procedure. The product and batch number for the needles that were used for the ar-12990 knee scorpion were not recorded.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle.